Manufacturer narrative:
Product complaint # (B)(4). There is no UDI label associated with the product catalog. Concomitant med products: pulserider detachment system and pulserider accessory cables. Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by an affiliate, during a coil embolization to an aneurysm of the carotid artery, the pulserider (w3184,213e) has been placed at the aneurysm collar and then the coils have been deployed in the bag. Once coiling finished, the pulserider detachment system (15a038, prdscb) has been installed and the pulserider accessory cables (prdsac, 1509001) plugged in. They pushed the green button but the red light flashed (patient connection interruption). They checked the connection of the black cable to the needle, cleaned the pulserider guide and then pushed again the green button which flashed green (detachment in progress). After several seconds, the detachment light turned on steady green with an uninterrupted beep informing that the pulserider was detached. The doctor verified if the device was properly detached but it was not and the movements of the microcatheter led to sudden moving back of the pulserider in the artery and it detached. The pulserider is in the artery, the coils stayed in the aneurysm. A picture of the pulserider has been attached to the complaint.

Manufacturer narrative:
(B)(4). D11: pulserider detachment system and pulserider accessory cables complaint conclusion: as reported by an affiliate, during a coil embolization to an aneurysm of the carotid artery, the pulserider (w3184,213e) has been placed at the aneurysm collar and then the coils have been deployed in the bag. Once coiling finished, the pulserider detachment system (15a038, prdscb) has been installed and the pulserider accessory cables (prdsac, 1509001) plugged in. They pushed the green button but the red light flashed (patient connection interruption). They checked the connection of the black cable to the needle, cleaned the pulserider guide and then pushed again the green button which flashed green (detachment in progress). After several seconds, the detachment light turned on steady green with an uninterrupted beep informing that the pulserider was detached. The doctor verified if the device was properly detached but it was not and the movements of the microcatheter led to sudden moving back of the pulserider in the artery and it detached. The pulserider is in the artery, the coils stayed in the aneurysm. A picture of the pulserider has been attached to the complaint. Multiple attempts to obtain additional information and product return were unsuccessful. The pulserider product was not returned for investigation. However, a photograph was submitted with the complaint. Based on the positions of the radiopaque markers in the photograph, the pulserider device is positioned away from the bifurcation and the embolic coil mass. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint of inaccurate placement is confirmed. The pulserider device is not correctly placed at the bifurcation. The complaint of failure to detach cannot be confirmed, as the device remains implanted and was not returned. No evaluation of the detachment of the device can be completed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Per the instructions for use (IFU), achieve proper orientation of the device before deployment. Extend the tips 2 mm or less past the end of the catheter and observe the orientation of the distal markers. If the device needs to be rotated, retract the device into the catheter 5 cm or more while simultaneously turning the device turn or less. Extend the tips again, no more than 2 mm to check orientation. Repeat as required to turn the device to the required orientation. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.